Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to impedance issues. Other than the surgical procedure, no additional adverse patient effects were reported.